Manufacturer narrative:
The device history record was reviewed and it was confirmed that products were produced accomplishing quality requirements. Seven used samples were received and evaluated. A visual inspection was performed and the configuration of the devices is correct. A functional test was performed and a leak was observed; the issue reported is confirmed. A possible root cause could be a dimensional gap between the connector and tubing. A formal corrective and preventative action investigation was opened at the manufacturing site to improve the dimensional gap between the cross spike connector and tubing. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/8/2017.

Event description:
The customer reported a leak on the enteral feeding pump set located at the junction between the tube and the purple tip of the piercing plug. The customer further stated that several tubes easily detached.